Event description:
It was reported by service report that the right side of the fowler would not lay all the way down and was not functioning properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.